Event description:
Pacemaker implant. Returned to ER that evening with "runaway pacemaker", rate approx 177 pulses per min. Tachycardia terminated by application of magnet over pacemaker. Device in "hardware reset" when interrogated. Able to program device off. Device explanted and returned to MFR for analysis. No adverse sequelae to pt.